Manufacturer narrative:
The product is not approved in the us. Therefore, under the regulations set forth under 21 c.f.r. §803, it is concluded that this is not a reportable event to the FDA.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during inspection some packages were found opened. No case was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.